Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and noted that the memory logs indicate low battery voltage. The battery was discharged causing the ventilator to go inoperative. The se recharged the battery to full charge and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator went into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.